Event description:
A discordant a1c result of 3.5% was produced and reported on an advia 1800 system. The customer stated that the patient was an "out of control diabetic" and because of the 3.5% a1c result the patient's insulin was discontinued. There were no reports of injury or adverse health consequences due to the discordant a1c result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00156 on (B)(4) 2010. Updated (B)(4) 2012: the cause of the discordant high sodium result has been determined to be due to a first-ample effect, in which the first sample (not calibrator or control material) run after the system is initialized gives high ise results. Replacement of the ion select electrode (ise) micropump driver board resolved the first-sample effect.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After analysis of the instrument, the fse observed air in the dilution probe aspiration pump, dilution probe discharge pump and dilution probe wash pump. The fse tightened the saline bottle fitting and ran ise calibration. The customer completed system maintenance and qc. The apparent cause of this event was operator error - loose fitting upon changing the saline bottle. The instrument is performing according to specifications. No further evaluation of the system is required.